Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleed leading to the vascular damage issue was most likely use related, as surgeon noted small branch at insertion site which may have been sheared with peel away removal as per the clinical description. Added- h6 component code 925 corrections for the initial MFR report: d4-corrected model number added- d6a/d6b f6/f8 should have been left blank.

Event description:
The user facility reported a 73-year-old male patient was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support when they experienced a hematoma at the access site. Blood products were given, the pump was removed and the patient had vascular surgery repair.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿